Manufacturer narrative:
The insulin pump was received no button response due to flattened and creased act button dome switch. Inspected the connector on the lcd and no unlock keypad connector. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that the pump has been acting up for 3 weeks. The mother stated that the act button does not respond on the menus. The mother stated that the pump is not alarming. The customer stated that the pump alarmed button error while she was watching tv and sleeping. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.